Manufacturer narrative:
On 8/17/2020, mentor became aware that it was reported incorrectly that the device was not received in the initial report. The mentor failure analysis lab has received the device for evaluation on 8/6/2020. On 9/2/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A manufacturing record evaluation was performed for the finished device 7321575 number, and no non-conformances were identified. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent breast augmentation with a mentor memorygel breast implant 350cc on the left side and with mentor memorygel breast implant 375cc on the right side and experienced bilateral rupture. As a result, the patient had undergone removal and replacement with the new for replacement with mentor memorygel breast implant 350cc, catalog number 3503504bc, lot number 9389562 and mentor memorygel breast implant - 375cc, catalog number 3503754bc, lot number 9361875 on (B)(6) 2020. This medwatch is for the right breast implant.